Manufacturer narrative:
Philips received a complaint for an azurion 5 m20 indicating that the system did not produce x-rays as intended during a coronary stemi intervention, at the point of time when the wire was in the coronary artery. During the reported delay in order to move the patient to another room, the patient's clinical status deteriorated and cardiopulmonary resuscitation (CPR) and intubation were required. It was reported that the patient was alive when they left the cath lab, intubated, with a temporary pacer and an intra-aortic balloon pump (iabp). Philips has completed a good faith effort to get further information regarding the patient outcome. The customer, however, refused to provide further details on the patient and their outcome. A philips field service engineer inspected the system log files while on site which identified hand and foot switch power supply overload errors and errors indicating that the 24v signal to the flat detector controller system interface board (fdcsib), which enables the x-ray generator, was not active. The reported problem was an intermittent issue. Troubleshooting identified that the 24v power issues were likely due to a cabling issue. Several parts related to the 24v direct current (dc) circuit were replaced. After the replacement of these parts, the system was returned to good working order. The codes were updated as per investigation outcome.

Event description:
It has been reported to philips that the system would not produce x-rays. The system was in clinical use during a coronary procedure (stemi intervention) and the patient was moved to another room to complete the procedure. It was reported that the patient's clinical status declined during the reported delay. However, the patient¿s current status was ¿alive when leaving the cardiac catheterization laboratory¿. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.